Event description:
On (B)(6) 2012 the patient reported that about two weeks prior she was awoken by the pump that was hot to the touch. The patient said that the heat did not burn the skin. She stated that she disconnected from the pump and removed the battery; she resumed the pump on the following morning. The patient said she could not remember her blood glucose readings at the time of the event but confirmed that they were not over 250mg/dl. She reported that she used the pump for the next two weeks without further problem. The patient said that she swims with the pump about one to two times per week, and continued to do so since the hot pump event. Upon investigation during the contact, the patient reported a crack near the battery compartment and noted that she did not change the battery cap for seven to twelve months. This complaint is being reported because of the allegation that the pump overheated.

Manufacturer narrative:
(B)(4): visual inspection of the pump revealed no heat damage. The pump was exercised for 24 hours with no overheating. All current draws were found to be within specification. There were no defects found to the power connections. Investigation revealed that the battery compartment was cracked; the battery cap would spin when tightening, but there was no loss of power during testing. The complaint regarding overheating could not be confirmed or duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.